Manufacturer narrative:
Updated b4, g3, g6, and h2. Corrected h6 type of investigation, investigation findings, and investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The devices were not returned for evaluation. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was received of the patient's anatomy. The patient was noted to have a horizontal aortic root at 72 degrees. Calcification was observed in the patient's native annulus. The anatomy was tortuous. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The inability to cross the patient's annulus was confirmed based on imagery review. Available information suggests that patient factors (tortuosity) likely contributed to the event as imagery review revealed a horizontal aortic root (72 degree angle) and tortuous patient anatomy. Aorta angulation can create non-coaxial alignment between the delivery system and the vasculature, increasing the likelihood of interference. This misalignment may hinder the smooth passage of the delivery system, leading to difficulty during valve crossing. Additionally, tortuosity may cause constrained sections of the anatomy that interfere with passage of the delivery system and cause difficulty during crossing. Through extensive complaint investigations, events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. The withdrawal difficulty was confirmed empirically based on reported event description and imagery review. Available information suggests that patient factors (tortuosity) likely contributed to the event as imagery review revealed tortuous patient anatomy. Patient factors (i.e. Tortuosity) may cause constrained sections of the anatomy that interfere with passage of the delivery system and cause difficulty during withdrawal. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Ascending aortic dissection or rupture may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided the cause of the event is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the clinical specialist, during a transfemoral transcatheter aortic valve replacement (tavr) case the team was unable to cross the patient's native annulus with a non-edwards bav due to severe tortuosity, therefore no bav was performed. When the valve and delivery system were being advanced to attempt to cross the annulus the team was never were able to advance them further than the sinus of valsalva (delivery system ran out of length)). There was never any attempt to withdraw the devices. Due to the patient's severely tortuous anatomy the physician didn't want to risk any injury to the patient during withdrawal because there was no surgeon available in the room if an injury were to occur. The decision was made to deploy the valve in the patient's abdominal/descending aorta. The plan was to reschedule the patient at a later date for either surgical valve replacement or tavr via subclavian or carotid approach. The stiff wire caused a dissection at the ascending aorta, but it is unclear when the injury occurred. No intervention was performed to treat the dissection, and the patient was stable after the case. Unfortunately, the patient expired on post operative day 2. They believe the cause of death was the ascending aortic dissection. The devices were not retained for evaluation.